Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Only the delivery pusher was returned for analysis. The microcatheter, introducer sheath, implant coil, and dispenser hoop were not returned. Investigation into the returned unit found the distal end of the pusher to be damage at the strain relief. The strain relief was smashed, consistent with the reported push deployment after detachment. No other notable damage was identified on the pusher. The pusher was in good condition and without additional damage. The monofilament was removed from the pusher for further analysis. The monofilament was broken approximately .5cm from the distal end. The profile at the distal end of the monofilament was not identifiable. The root cause cannot be determined at this time based on the information provided. The device was returned without the implant and microcatheter, which are considered critical components to the investigation. The location of the break in the monofilament is consistent with a non-intended detachment, but no causation can be identified. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during embolization of an aneurysm, ten centimeters of the implant was advanced outside of the microcatheter. The implant could not be pulled back, and resistance was encountered when a second attempt to retract the implant was made. Under fluoroscopy, the implant was found to be detached. The detached implant was pushed into the aneurysm, and the implant was positioned within it. There was no reported intervention or patient injury.